Event description:
The customer reported that on (B)(6) 2024, the user found that the kappa could not monitor blood pressure under anesthesia, and reportedly affected the treatment process. It was reported that there was no harm to the patient, and that the department immediately replaced the patient monitoring device. No adverse patient impact or death was reported.

Manufacturer narrative:
A complaint was submitted where it was reported that the kappa monitor could not measure blood pressure during use. The department immediately discontinued use of the kappa and replaced it with a known good monitor to finish the surgical procedure. The customer reported that there was no harm to the patient due to the monitor issue. The customer performed an evaluation of the kappa monitor and the cause of the reported issue was found to be a faulty blood pressure module. The kappa was scheduled for repair at the customer's site. Multiple requests for additional information and the faulty blood pressure module were submitted. Draeger service was not involved with the incident so no information or the faulty part was made available. The root cause for the kappa monitor not measuring blood pressure was due to a faulty blood pressure module. There is no further information available. This complaint is being closed and if in the future, additional information becomes available a new complaint will be opened to document the new findings.

Event description:
The customer reported that on (B)(6) 2024, the user found that the kappa could not monitor blood pressure under anesthesia, and reportedly affected the treatment process. It was reported that there was no harm to the patient, and that the department immediately replaced the patient monitoring device. No adverse patient impact or death was reported.